Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A review of the product labeling "instructions for use" (IFU) p/n 106085 was performed and it states under the catheter insertion section to "maintain a firm grip on the guidewire at all times". Under the special instructions for guidewires the product labeling also states under the inspection section that: "guidewire placement should be routinely monitored by x-ray or fluoroscopic procedure." The cautions section also states: "sufficient guidewire length must remain exposed to maintain firm grip on guidewire at all times."

Event description:
Complainant alleged that the physician inadvertently inserted a second guidewire into the patient. It is believed that imaging was not performed during guidewire placement, however the patient was transported to the ir (imaging and radiology) for removal. It is unknown if any intervention was conducted. No adverse patient sequelae was reported. No additional details were provided. Event date is unknown.